Manufacturer narrative:
Product event summary: analysis found the connector release button did not work. Analysis also found the case was broken.

Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. There was no patient involvement.